Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: h6 (evaluation result codes).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. Despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted.